Event description:
Depuy spine was made aware of legal action being taken by a charite artifical disc patient. It was reported that the patient was implanted with two charite at l4/5. Information states the patient continues to have pain post implant.

Manufacturer narrative:
No conclusions can be made at this time. No connection can be made between the reported event and any shortcoming of the device at this time.